Manufacturer narrative:
Additional information was received that the patient's symptoms of infection were redness and drainage. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's ipg incision site had split open and exposed part of the ipg. The patient underwent an ipg explant procedure. On (B)(6) 2016 the leads were explanted to prevent the infection from spreading.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the <enter product> revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient's ipg incision site had split open and exposed part of the ipg. The patient underwent an ipg explant procedure. On (B)(6) 2016 the leads were explanted to prevent the infection from spreading.